Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
It was reported, opened the outer box for the drill bit and saw that the drill bit was broken in half.